Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1, lot# n260777, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was non-malignant pain/post lumbar laminectomy syndrome. On (B)(6) 2015, it was reported that the patient had a vibration sensation coming from the pump. The pump vibrated every 10-20 minutes; it was more frequent now. Today it had happened 2-3 times. In (B)(6) 2015 there was a volume discrepancy; the reporter did not have the volumes available. The patient had no symptoms. Troubleshooting was planned for tomorrow. Additional information was received from a company representative on (B)(6) 2015 and it was reported that the pump was refilled on (B)(6) 2015 and everything was working fine. It was noted that the patient may or may not have it replaced, but it would be sent back for analysis if she did. The drug in the pump at the time of the event, troubleshooting performed, actions/interventions taken and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient's pump had malfunctioned. The patient's pump went dry and the patient never heard the pump alarm. The patient thought they were sick with the flu.

Manufacturer narrative:
(B)(4). The pump ((B)(4)) was returned for analysis. Analysis of the pump revealed corrosion, wear, and lubrication on the gear train of the motor as well as a stall due to shaft-bearing.

Event description:
Additional information was reported by the healthcare professional (hcp) via a company representative regarding a patient's pump which was used to deliver morphine (60 mg/ml at 25 mg/day). It was reported that the patient experienced a gradual loss of therapy, a reduction of drug efficacy, and there had been volume discrepancies at refills. It was noted that no rotor or dye study had been performed, the pump was explanted on (B)(6) 2015, and the patient had recovered without sequela.